Event description:
It was reported that during a balloon ablation procedure, the balloon leaked and pressure could not be maintained. This occurred during the therapy cycle. The procedure was completed using a second device with no patient consequences.